Event description:
It was reported that the display on the insulin pump is blank and the contacts on the battery cap are loose. Customer was sent a battery cap replacement and advised to get back in contact if problem persists. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.